Event description:
It was reported that the patient presented with suspected fluid loss of the ams 700 inflatable penile prosthesis (ipp). All the components were removed and replaced with a new ams 700 cx 3-piece ipp after fluid leak was discovered in the base of the left cylinder. The patient status post procedure was good.